Event description:
It was reported that patient underwent a right anterior cruciate ligament procedure on (B)(6) 2015. During the procedure, the reamer fractured while drilling the femoral tunnel. Another reamer was utilized to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to torsional/bending overload. Fracture surface artifacts suggest a fast-brittle type fracture with no evidence of fatigue or plastic deformation indicative of a ductile fracture.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. PMA/510(k) number . There are warnings in the package insert that state that this type of event can occur: precautions: "instruments that have experienced extensive use or excessive force are susceptible to fracture. " device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.